Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: no power issues were not observed in the pump's black box. Multiple call service 054 alarms were observed in the black box and download history. No damage was found to the battery cap or battery compartment. The pump was exercised for 24 hours with no power issues or alarms occurring.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.